Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. This report is for one (1) unknown blade impactor. Part and lot numbers are unknown. Without the specific part number, the UDI number is not available. Device is an instrument, and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (510k): unknown, as specific part number for the impactor is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the removal of the blade from the blade impactor is difficult and was just with increased effort possible. No patient involvement, issue detected inhouse at the education department. This report is for one (1) unknown blade impactor. This is report 13 of 13 for complaint (B)(4).